Manufacturer narrative:
Date of event: (B)(6) 2018. Philips fse (field service engineer) confirmed the crossover circuit fault error code during diagnostics. The fse performed extended self test, unit passed successfully. The unit's internal components were inspected for damage. Initial check for damage had no findings.

Event description:
The customer reported that the unit was dropped. Reportedly, the safety valve was flashing. There was no patient or user harm reported. The event date was not specified; estimate used.